Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 3 years, 5 months due to subvalvular pannus and symptomatic severe stenosis. The explanted valve was replaced with a 27mm non-edwards valve. The patient was taken to ICU in stable/good condition post procedure. Per medical records, the patient presented with acute heart failure nyha IV and underwent redo avr. Intraop tee showed mg 20mmhg, there appeared to be thickening/pannus below the mobile leaflets, previous mitris valve is normal with no pvl. The aortic valve was removed, there was a large pannus underneath the valve. The valve was replaced with a non-edwards 27mm freestyle valve attached to the prior 26mm ascending graft. Post tee showed good lv/rv function and mv continued to work well. The patient was taken to ICU in stable condition.